Event description:
Event description cpi received information that this bipolar lead was removed from service. The physician elected to perform an invasive procedure to remove and replace the lead because it had dislodged. A new bipolar lead was implanted. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.